Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the shocking and impedance issues were determined to be caused from the torque wrench. The wrench wouldn't be returned as it was used in the replacement case before the problem was discovered. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that there were suspicions that the torque wrench was not adequately tightening the screws in iteration of the ins¿. Impedance tests were performed after the patient experienced shocking sensations that were intermittent. Impedances anomalies noted that fluctuated and exploratory surgery was scheduled. The ipg was exposed and manipulated in the pocket to attempt to induce impedance fluctuations. Then they systematically loosed all connections except for the culprit (#3) connection. Gentle traction on extensions produced full disconnection even though contact number 3 was showing normal impedance ranges. This indicates that there were some contact with the number 3 connector screw and extension body, but not enough contact to achieve adequate mechanical connection. That meant that the torque wrench that came with the ipg may be inadequate to connect ipg and extension at a torque range that ensured permanent fixation during normal use. In other words the screw that connected contact #3 was found to be loose. The screw was tightened with a non-torque wrench and question posed as to whether the torque wrench was intended for original header design. The thought was that either the screw was not tightened enough during replacement or the torque-wrench didn't apply enough torque for legacy header block screws. The surgeon wanted to start using non-torque screws for replacements. The issue was resolved at the time of the report. There were no further complications reported.